Event description:
It was reported that the screen on the customer's pump was broken, rendering the touch screen non-functional and unreadable. The blood glucose value was 210 mg/dl. The customer reverted to an alternate form of insulin therapy.